Event description:
The dentist reported that after 5 months that the dental implant was installed in intra-oral region #29, it was verified its non-osseointegration. Two implants were installed, one in #29 and the other one in #30. Site #29 presented fistula and antibiotic therapy was performed. When patient came back to the office, this implant was not osseointegrated.